Event description:
"During af [atrial fibrillation] ablation w/ [with] volt, an agilis 13fr sheath was used to do the transeptal puncture, then the la [left atrium] was mapped with a grid x catheter. When the volt advanced in the agilis, the physician aspirated the agilis but was getting almost only air (no blood). Checked all the connections, he removed the volt and put the grid back in the agilis, then aspirated again which withdrew blood as expected. He re-inserted the volt catheter, and the issue was reproduced (air getting aspirated upon insertion of volt in the sheath). The agilis sheath was replaced with a new one, and a lot of air was aspirated again upon insertion of volt (almost no blood). The volt was then replaced, but the issue happened again with the new volt. Some drops of blood were present on agilis' hemostatic valve, meaning the valve was likely compromised. Boston scientific faradrive pfa [pulsed field ablation] system was used to complete the procedure. There was a 1-hour delay.